Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. Patient reported that the cgm went from 166 to 297 mg/dl while the patient's blood glucose meter was at 98 mg/dl. The patient reported no use of acetaminophen at the time and also reported insertion in arm. The device is not indicated for insertion in arm. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.